Manufacturer narrative:
Multiple medical device types: there were multiple medical device types reported to be involved. The information for the additional medical device type is as follows: fpa. Multiple common device names: there were multiple common device names reported to be involved. The information for the additional common device name is as follows: intravascular administration set. Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for retraction issues with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that the bd vacutainer® push button blood collection set did not retract when the button was pushed.